Event description:
Customer reported to beckman coulter, inc. (Bec) that diluted blood solution leaked from the pierce station area of the coulter lh 750 hematology analyzer. Customer reported that the leak was not contained within the instrument. Customer reported that the diluted blood solution leaked into the drip tray and out onto the worktop. Customer reported that the volume of the leak was less than 20 cubic centimeters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) troubleshot the issue with the customer via the telephone. Customer reported that they found the vent line tubing at the needle cartridge had disconnected. Customer indicated that they re-attached the line. Customer indicated that no further leaks were observed and quality control was in range after the repair.

Manufacturer narrative:
(B)(4).